Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found medical adhesive in the setscrew inset and septum.

Event description:
It was reported that during the implant procedure, the pulse generator was missing a setscrew. The lead could not be screwed into the port. The device was no longer used and replaced.